Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead, (B)(6) 1994. (B)(4).

Event description:
It was reported that the patient experienced "shocking" intermittently. The right atrial and right ventricular leads had switched pacing polarity to unipolar pacing due to low pacing impedance and were causing phrenic nerve/diaphragmatic stimulation. The leads were capped and replaced. No further patient complications have been reported as a result of this event.